Event description:
It was reported by the pt's attorney that the foley catheter balloon would not deflate and as a result of the product malfunctioning, the pt has experienced severe and excruciating pain, and has become impotent.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. (B)(4).